Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient developed firm, tender, and red areas around the place of injection after a patient was injected in the tear troughs with ¿half a syringe (small syringe) on each side¿ with juvéderm volbella® xc. Two weeks later, patient was placed on 20mg prednisone, doxycycline, ciprofloxacin, rifampin, and lisinopril 10mg. Patient was also treated with hyaluronidase with little resolution of the nodules. Swelling has slightly resolved with the listed treatments.

Event description:
Additional information reported events have resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.